Event description:
During stent grafting for aaa in the abdominal aorta after stent graft (zenith) was placed, a palmaz xl mounted on a powerflex p3 was being used to avoid endo leak and the balloon was inflated at 1-2atm but while delivering through the sheath introducer (22f) the balloon became in a dog bone condition and the stent dislodged in the sheath. Then, the physician tried to retrieve the palmaz xl from the sheath, but it was unable to retrieve the stent from the sheath introducer. Therefore, the palmaz xl was removed from the patient with the sheath introducer. There was no stock of 22f new sheath introducers and the physician tried to use a sheath introducer in size 20f, but there was much blood leakage from the puncture site with a 20f sheath introducer. Eventually, the procedure was discontinued. There was no patient injury reported, and the product will not be returned for analysis. The access site was probably femoral because a 22fr sheath was used. It is unknown why the balloon was inflated prior to delivering the stent to the target site. The balloon was not deflated before the attempts were made to remove the devices. There was no excessive force used to advance the devices. Both devices appeared normal before the procedure. There was no difficulty prepping either device. The brand of contrast and the contrast to saline ratio are unknown. The inflation device was a ps25. The brands of sheaths used are unknown including the sheath that was used resulting in blood leakage.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated with manufacturer report numbers 1016427-2013-00056 and 9616099-2013-00289.

Manufacturer narrative:
As reported, after placement of aaa stent graft in the abdominal aorta, a palmaz xl mounted on a powerflex p3 was being used to avoid endo leak and the balloon was inflated at 1-2 atmospheres; however, while delivering through the sheath introducer (22 french) the balloon became in a dog bone condition and the stent dislodged in the sheath. The physician tried to retrieve the palmaz xl from the sheath, but was unsuccessful and the palmaz xl was removed from the patient with the sheath introducer. A 20 french introducer was then placed as there was no available stock of the 22 french; however, there was blood leakage around the introducer and the procedure was discontinued. It is unknown why the balloon was inflated prior to delivering the stent to the target site. The balloon was not deflated before the attempts were made to remove the devices. There was no excessive force used to advance the devices. Both devices appeared normal before the procedure. There was no difficulty prepping either device. The brand of contrast and the contrast to saline ratio are unknown. The inflation device was a ps25. The brands of sheaths used are unknown including the sheath that was used resulting in blood leakage. There was no patient injury reported, and the product will not be returned for analysis. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported balloon ¿inflation difficulty¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review, handling factors during the crimping of the stent onto the balloon may have contributed to the reported ¿dog bone condition¿ of the balloon. Neither the DHR nor the information available for review suggests that the difficulty experienced by the customer could be related to the manufacturing process of the device; therefore, no corrective action will be taken. This is one of two products involved with the reported adverse event and are associated with manufacturer report numbers 1016427-2013-00056 and 9616099-2013-00289.

Manufacturer narrative:
Concomitant devices: inflation device: ps25; gw: amplatz0.035 stiff; sheath: 22f, 20f. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated with manufacturer report numbers 1016427-2013-00056 and 9616099-2013-00289.